Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from the liberty cycler set tubing during drain 1 of 4 of pd treatment. There were no alarms reported. Upon follow-up with the patient, it was confirmed that the leak occurred due to a hole/slit in the cycler set tubing. The patient stated that per the clinic¿s procedure, they were prescribed prophylactic antibiotics (gentamicin, 2 mg via manual bag, once a day for 14 days and heparin, 3 ml via manual bag, every other day for 14 days). The patient confirmed that despite the prophylactic medication, they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient confirmed they are trained on manuals and stat drains if needed, and stated they were able to complete treatment by resetting up with new supplies. The cycler set is not available to be returned to the manufacturer for evaluation because it was discarded.